Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely insufficient reprocessing. The root cause of why the scope was not reprocessed according to the device instructions for use could not be determined. The foreign material was likely present due to one of the following mechanisms: a) the user insufficiently reprocessed around the forceps elevator after procedure. B) foreign material onto the elevator became dry and adhered since the user did not reprocess the subject device immediately after procedure. The following is included in the instructions for use (IFU) and may help prevent the event: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was foreign material on the distal end/forceps raiser due to insufficient or incorrect reprocessing. Other issues were found. Switch one (1) had peeling adhesive and the cover was falling off. The mouthpiece (water supply connector) had corrosion. Due to a scratch on c-cover, the insulation resistance value at the distal end did not meet the standard value. Due to damage on charged-couple device (ccd) unit, the image had roughness. The connecting tube had a scratch, and the plastic cover had a dent. The light guide lens had a chip and the adhesive around the lens was dirty. There was corrosion around the l-arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the nail (forceps raiser) did not lift up well on the evis exera ii duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted there was foreign material on the distal end/forceps raiser due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material on the distal end/forceps raiser due to insufficient or incorrect reprocessing noted at estimation.